Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 551 mg/dl and 125 mg/dl. Around 20 days ago, the patient received the following results within 15 minutes: 400 mg/dl and 95 mg/dl.